Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. A replacement interconnect cable was shipped to the biomed on site. The sys was reported to be operating as intended after the cable was installed.